Event description:
The lay user / patient contacted lfs on june 23, 2010 alleging an apply sample message and an error 5 message on their one touch ultra 2 meter. A medical surveillance specialist (mss) contacted the patient; however, the patient disconnected the phone, while mss told him that they were calling from lfs. The patient mentioned that on (B) (6) 2010 at around 10:00 am, he obtained an apply sample message and an error 5 message. The patient reportedly exhibited symptoms of feeling sweaty and clammy a few hours after the alleged issue began. The patient did not change their diabetes regimen due to the reported issue. It was documented that the patient went to the physician's office at around the same time the alleged issue began. It is unknown whether the patient was tested on another device at the time of the event. The patient was treated with oral medication by their physician. It was noted that the patient was using the incorrect technique of applying blood on the test strip. The patient was not filling the test strip and was not applying the blood properly on the test strip. The patient was using the correct vial of test strips. This was not the first time the product was being used. Customer care advocate (cca) walked the patient through retesting and the issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issues, he was unable test and a few hours later developed symptoms suggestive of hypoglycemia and had to receive medical treatment.

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received on 05/11/2010. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/11/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010: "I actually did have the 21 mm valve on the table, but in positioning it within the aorta, we could see that it would not cause apposition to occur between the sewing ring on the valve and the native annulus. As a result, the 19 valve was quickly taken and utilized."